Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It is reported that post operative 2 to 3 months of the matrixorthognathic sagittal split plate and screws implant, the patient was swollen. The left upper plate and four screws were removed. It is report 4 of 5 for complaint (B)(4).